Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer experienced a blood glucose (bg) level reported as high, but a specific value was not provided. Customer was reportedly hospitalized due to high bg and diabetic ketoacidosis. Customer was released from the hospital three days later. Reportedly, the customer reverted to an alternate method insulin therapy.